Manufacturer narrative:
Based on the completed investigation, the root cause of the reportable malfunction could not be definitively determined. However, it is likely attributable to excessive or inadequate physical force exerted on the unit by an external object, resulting in issues such as wear, bending, deformation, fracture, or fatigue. The most probable cause of the complaint is a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the camera head's video connector was found to be physically damaged. Additionally, the device failed the water leak test. No patient was involved.